Manufacturer narrative:
Device eval summary: device eval of charger/modem (B)(4) has been completed. The reported problem (screen not illuminating / 'clicking' noise) has been confirmed. As rec'd, the charger would not power up and was making a clicking sound. The cause for the problem is a defective power brick. The root cause for the defective brick cannot be positively identified. No adverse event resulted from the defective charger/modem. The pt rec'd a replacement charger/modem.

Event description:
A pt service rep contacted zoll customer support while assisting (B)(6) male pt to report the charger/modem screen is not illuminating and is making a 'clicking' noise. The pt was provided with a replacement charger/modem.